Manufacturer narrative:
Evaluation method: actual device involved in incident was evaluated. Visual examination performed. Evaluation results: fracture site exhibits typical signs of fatigue fracture. Evaluation conclusion: breakage due to fatigue.

Event description:
Revision surgery was apparently performed to replace an intramedullary fixation rod that broke.